Event description:
It was reported that the user experienced sustained post-dinner hyperglycemia while using the ilet for approximately five days, with contributing factors including a two-hour disconnection after dinner for charging, concurrent postoperative medications, and the system¿s ongoing adaptation to the user¿s insulin needs; the event reached a high of 334 mg/dl and persisted outside target for about six hours, and glucose corrected after the infusion site was replaced with assistance. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy and no professional medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including confirmation of insulin flow to the anchor and recommendation for a site change. Investigation of this case revealed that the hyperglycemia was consistent with interruption of insulin delivery from being disconnected and potential medication effects, with resolution following site replacement; device malfunction was not substantiated. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related factors and therapy adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.